Event description:
It was reported that blanket had a seam leak water prior to patient surgery. The patient had to be moved from the or table and then placed back on the or table so that the water could be cleaned up. No adverse consequences or injuries were reported as a result of this event.

Manufacturer narrative:
This issue could not be confirmed as the customer did not make the blanket available for investigation. Device not returned.

Event description:
It was reported that blanket had a seam leak water prior to patient surgery. The patient had to be moved from the or table and then placed back on the or table so that the water could be cleaned up. No adverse consequences or injuries were reported as a result of this event.